Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3373-2402 serial/batch number (B)(6) was received for investigation. Visual inspection noted that the shaft of the sheath was bent. The distal end was also deformed. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. Per dfu-0073-6; g; 4-6: "do not subject the endoscope and endoscopic medical instruments to impact. Put the endoscope and endoscopic medical instruments down carefully. 5. Hold the endoscope only by the ocular funnel/main part and not by the sheath. 6. Do not bend the sheath or use as a prying tool.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/16/2024, it was reported by a facility representative via sems-06570438 that an ar-3372-2402 sheath was bent during a procedure. Another sheath was used to complete the case. Case/patient involvement not indicated.